Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322 which was reproduced while running a loaded set. System error 322 was confirmed through review of the event history log. This was caused by a failed lowerlink switch. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was initially reported that a spectrum pump experienced a system error 105, but after a phone conversation with the customer on (B)(6) 2016, it was confirmed that the pump actually experienced a system error 322. It was also reported there was no patient involvement.